Event description:
Reporter indicated that at an office visit, the pt's settings were incorrect, and not what she had seen at the last visit. All attempts for further info, and to download programming history for review, have been unsuccessful to date.